Event description:
It was reported that the patient¿s pacemaker exhibited an unknown malfunction and their right ventricular (rv) lead exhibited low pacing impedance which was thought to be caused by fracture. It was noted that the right atrial (ra) and right ventricular (rv) leads were adhered to each other and the helix of both leads failed to be retracted during the replacement procedure. The pacemaker, ra, and rv leads were all explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The field event of device malfunction was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.